Manufacturer narrative:
The catheter was returned for evaluation without the tenrou (B)(4) guidewire. A puncture hole was found at approximately 5cm from the distal tip; however, the evaluation could not determine the cause of the event. Catheter puncture. (B)(4).

Event description:
During the treatment of the brain tumor, it was reported the guidewire (tenrou (B)(4)) had exited out of the catheter prior to the distal tip during catheterization. Another device was used to complete the procedure. No patient injury was reported as a result of the procedure.